Manufacturer narrative:
The investigation for the console (aic) controller failure -yellow alarm has been completed. Console logs confirmed that as case start was completing, the console was removed from ac power with 8 seconds later triggering a voltage out of spec condition on both the pump and purge line on just pbm1. This triggered a controller error that was resolved immediately after ac power was reconnected. The console was returned for evaluation. Despite many iterations of removing ac power with the console performing case start and a pump and purge plugged in, the failure mode did not reproduce. Since both the pump and purge subsystems had a voltage out of spec condition, the commonality was the pbm most likely transiently malfunctioned causing the controller error.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a controller error alarm. The alarm did resolve spontaneously but team decided to switch to a new console for patient safety. No patient harm has been reported.